Manufacturer narrative:
Based upon the info received and the visual exam, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as how thsi damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate would not cut. There was no pt consequence.